Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). Also, the visual inspection noted that the helix had been over-retracted and fractured in the connector. The full lead was returned for analysis.

Event description:
It was reported during the procedure that the fixation mechanism (helix) failed to retract. The lead was exchanged for a new lead to complete the case. No patient complications were reported as a result of this issue.